Manufacturer narrative:
.

Event description:
The hcp reported that in 2007 the pt experienced difficulty with walking at times. The pt had low back pain and a workup was ongoing for a questionable cyst on the kidney. A computed axial tomography scan (CT scan) of the spine versus magnetic resonance imaging (MRI) was recommended to rule out complaint of back pain. An ambulatory workup was done to rule out damage of the abdomen and the pelvis. Two months later, the pt experienced increased tone/spasms. The pt's zanaflex was decreased secondary to high liver function tests. The pt also experienced increased numbness and tingling of his left leg. The pump was refilled and the pump rate was increased (dose not specified). Two weeks later, the pt was placed on klonopin two times per day for spasms and had a decrease in spasms. The pump rate was decreased (dose not specified). A week later, the pt experienced increased spasms and the pt commented that the pump was ticking. The dose was increased (dose not specified) based on the signs/symptoms and x-rays (date not reported) were ordered to check the pump and the catheter, which showed both were within normal limits. That same day, the pt went to the ER because of nausea and vomiting. The following day, the pt was being worked up for liver disease. The hcp stated the pt still has spasticity and the workup was ongoing, but the pump appeared to be functioning well per neurosurgery. The pt reported that the last four months he had been having issues with his therapy and had been in constant touch with his doctor. The pt reported that since 4 days prior, he had not been feeling very well. The pt reported he "feels stiff, can't walk, can't tie his shoes or do the things that he was able to do previously." The hcp had checked the pump and no volume discrepancies were noted. The pt was referred back to his hcp regarding his increased symptoms and the pt reported he would discuss information with his doctor. The pt's daughter reported that 2 weeks later the pt felt his pump "vibrate for 4-5 seconds." The pt stated he felt dizzy just prior to the vibrating. The pt had just had his pump refilled and said the hcp noted the pump had "stopped" on several occasions. The pt expressed reluctance to notify his hcp. The pt's daughter was encouraged to have the pt follow-up with his hcp. See manufacturer's report number: 6000030200702977.